Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The caller stated that the insulin pump suspended before a low blood glucose event occurred. The customer's blood glucose was 9.0 mmol/l. The customer stated that the insulin pump alarmed change sensor when the sensor was 3 days old as well.